Event description:
The balloon of device (foley-type catheter) could not be deflated normally following use. The balloon of the device had to be punctured by the clinician with a needle using a transrectal approach in order to facilitate removal of the device from the pt.